Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please provide lot number. Any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture and needle was separated during surgery. There were no adverse patient consequences reported. No additional information is available.